Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate antitachycardia pacing and high voltage therapy due to intermittent atrial undersensing causing the morphology discriminator to incorrectly detect a junctional tachy rhythm as supraventricular tachycardia. The recommended programming change was made. No further information is available.